Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: user report: the patient was admitted on wednesday with a knee tep dislocation and a revision surgery took place the following day. Intraoperatively, the pe inlay with tendons is destroyed, with corresponding wedging of the partially broken or used ps pin. Communication from clinic: the patient was presented to us with knee tep dislocation. Patient was presented by the nursing home to the first treating hospital after a fall with the diagnosis of knee tep dislocation. Failed closed reduction attempt. Pdms always intact. CT angio of the lower extremities inconspicuous. Revision surgery operative note: dx: left dislocation with mainly chronic dislocation and contracture. Knee has likely been in dislocated position for several days. Careful removal of cotter pin. Removal of the inlay. This shows itself destroyed, with the corresponding wedging of the partially broken or used up ps pin. Contracted parts with collateral ligaments that can no longer be reconstructed - removed. Poor bone quality. Revised to competitor product, no complications. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided, however the patient's reported fall cannot be ruled out as a possible contributing factor. Reported event was confirmed by review of provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: unknown femoral component: catalog#ni, lot#ni; unknown tibial tray: catalog#ni, lot#ni. G2: foreign: germany. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient presented with a dislocated prosthesis. A revision surgery was performed where the peg of the inlay was found to be fractured. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The following sections have been updated: a2; a4; b4; b5; b7; d6a; g3; h2; h6; h11. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Approximately thirteen (13) years post-implantation, the patient fell and dislocated the implanted joint. A closed reduction was attempted but unsuccessful; therefore, the patient underwent an open reduction with a revision procedure. During the procedure, the knee was noted to possibly have been dislocated for several days, the inlay was dislocated and it appeared that the wedging part was partially broken or a used up ps pin, and found parts of the collateral ligaments that were contracted and unable to be reconstructed. All components were revised and a competitor¿s total knee system was implanted without complication.